Event description:
It was reported that the in office sleep function time was not consistent with the remote transmission. This is due to neither the device or the remote monitor having an internal clock. Sleep function was programmed off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.